Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented through merlin.net transmission, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention was reported. The patient was stable and will continue to be monitored remotely.

Event description:
New information received notes when the asymptomatic patient presented through merlin.net transmission, the device exhibited non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made during the device check. Patient was stable post programming changes.